Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a 50mm diameter thoracic aortic aneurysm. T here was severe thrombus in the descending aorta and the external iliac arteries were tortuous. It was reported that during the index procedure the physician was unable to deliver the device through the 6mm iliac artery. The physician was unable to remove the device so, a retroperitoneal incision was performed to expose the common and external iliac artery. An 8mm conduit was sewn proximally and the device was removed with approximately 3-4cm of the intima layer on the graft cover. A new device was opened and successfully advanced through the 8mm conduit resolving the event. Per the physician the cause of the event was due to attempting to advance a 24fr valiant sheath (8mm) into a 6mm external iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.